Event description:
It is reported the pt was revised due to two screws breaking and one backing out.

Manufacturer narrative:
Info was received from a dist who is not required to complete form 3500a. This report will be amended when our investigation is complete.